Manufacturer narrative:
A1 patient identifier: (B)(6). A2 patient age: 74 years old at time of enrollment.

Event description:
Elegance clinical study: it was reported that the subject had re-occlusion of the left superficial femoral artery and left popliteal artery, requiring intervention. The subject was enrolled in the elegance clinical study on (B)(6) 2022. Baseline rutherford classification assessment was performed on the same day and revealed category 4 ischemic rest pain. The index procedure was also performed on the same day. The target lesion was located in the left proximal superficial femoral artery (sfa), left mid-sfa, left distal sfa, left proximal popliteal artery extending up to the left mid-popliteal artery, with 5.0 mm proximal reference vessel diameter and 5.0 mm distal reference vessel diameter with lesion length 470 mm with 100% stenosis, and was classified as transatlantic intersociety consensus (tasc) ii d lesion. Prior to treatment of the target lesion with the study devices, dilation was performed using a non-boston scientific percutaneous transluminal angioplasty balloon, and laser treatment with a non-boston scientific laser device. Then treatment of the target lesion was performed using three ranger paclitaxel-coated pta balloon catheters: sizes 5 mm x 200 mm, 5 mm x 200 mm and 5 mm x 80 mm. Following treatment, the final residual stenosis was noted to be 10%. The subject was discharged on aspirin and clopidogrel. On (B)(6) 2023, the subject presented with worsening symptoms related to peripheral arterial disease. On (B)(6) 2023, occlusion was noted in the left sfa and left popliteal artery. This was treated with atherectomy and balloon dilation using a drug coated balloon and percutaneous transluminal angioplasty balloon. Post treatment, the final residual stenosis was noted to be at 10%. It was further reported that on (B)(6) 2023, the subject presented for a 6 month follow up visit and complained of worsening claudication of the left lower extremity. On the same day, bilateral lower extremity arterial duplex was performed in the left lower extremity. This revealed elevated velocity (319 cm/sec) at the origin of the sfa within the target lesion, suggestive of less than 50% stenosis; occluded distal sfa with distal reconstitution at the popliteal artery; occluded proximal and mid-posterior tibial artery with distal reconstitution from collateralization; and diffuse calcification. On the same day, left ankle brachial index was noted to be 0.58, indicative of moderate arterial disease. The rutherford classification was 3. On (B)(6) 2023, the subject experienced recurrent symptoms of claudication of the left lower extremity and was hospitalized for further treatment and evaluation. On the same day, selective angiography of the left lower extremity showed a patent left common femoral artery and left deep femoral artery, proximally occluded left sfa, occluded left popliteal artery with reconstituted collaterals in the distal p3 segment of the left popliteal artery, occluded left femoral-popliteal artery bypass graft, left posterior tibial artery, left anterior tibial artery, and left tibio-peroneal trunk was patent with diffuse moderate disease. On the same day, the occlusion that was noted in the left sfa and occluded proximal to mid-segments of the left popliteal artery were treated with laser atherectomy, followed by balloon dilation using 4 mm x 250 mm percutaneous transluminal angioplasty balloon. In addition, drug coated balloon angioplasty was performed using a 5 mm x 250 mm balloon in the left sfa, and 3 to 3.5 mm x 210 mm balloon in the left popliteal artery as definitive therapy. Post treatment, the final angiogram revealed residual stenosis of 5 to 10% with brisk flow to the distal vessels. On the same day, the subject was discharged from the hospital in stable condition on clopidogrel medication. It was further reported that on (B)(6) 2023, the subject experienced symptoms related to peripheral artery disease. The event was later considered to be resolved.

Event description:
Elegance clinical study.it was reported that the subject had re-occlusion of the left superficial femoral artery and left popliteal artery, requiring intervention.the subject was enrolled in the (B)(4) clinical study on (B)(6) 2022. Baseline rutherford classification assessment was performed on the same day and revealed category 4 ischemic rest pain. The index procedure was also performed on the same day. The target lesion was located in the left proximal superficial femoral artery (sfa), left mid-sfa, left distal sfa, left proximal popliteal artery extending up to the left mid-popliteal artery, with 5.0 mm proximal reference vessel diameter and 5.0 mm distal reference vessel diameter with lesion length 470 mm with 100% stenosis, and was classified as transatlantic intersociety consensus (tasc) ii d lesion. Prior to treatment of the target lesion with the study devices, dilation was performed using a non-boston scientific percutaneous transluminal angioplasty balloon, and laser treatment with a non-boston scientific laser device. Then treatment of the target lesion was performed using three ranger paclitaxel-coated pta balloon catheters: sizes 5 mm x 200 mm, 5 mm x 200 mm and 5 mm x 80 mm. Following treatment, the final residual stenosis was noted to be 10%. The subject was discharged on aspirin and clopidogrel. On (B)(6) 2023, the subject presented with worsening symptoms related to peripheral arterial disease.on (B)(6) 2023, occlusion was noted in the left sfa and left popliteal artery. This was treated with atherectomy and balloon dilation using a drug coated balloon and percutaneous transluminal angioplasty balloon. Post treatment, the final residual stenosis was noted to be at 10%.it was further reported that on 13-mar-2023, the subject presented for a 6 month follow up visit and complained of worsening claudication of the left lower extremity. On the same day, bilateral lower extremity arterial duplex was performed in the left lower extremity. This revealed elevated velocity (319 cm/sec) at the origin of the sfa within the target lesion, suggestive of less than 50% stenosis; occluded distal sfa with distal reconstitution at the popliteal artery; occluded proximal and mid-posterior tibial artery with distal reconstitution from collateralization; and diffuse calcification. On the same day, left ankle brachial index was noted to be 0.58, indicative of moderate arterial disease. The rutherford classification was 3. On 12-may-2023, the subject experienced recurrent symptoms of claudication of the left lower extremity and was hospitalized for further treatment and evaluation. On the same day, selective angiography of the left lower extremity showed a patent left common femoral artery and left deep femoral artery, proximally occluded left sfa, occluded left popliteal artery with reconstituted collaterals in the distal p3 segment of the left popliteal artery, occluded left femoral-popliteal artery bypass graft, left posterior tibial artery, left anterior tibial artery, and left tibio-peroneal trunk was patent with diffuse moderate disease. On the same day, the occlusion that was noted in the left sfa and occluded proximal to mid-segments of the left popliteal artery were treated with laser atherectomy, followed by balloon dilation using 4 mm x 250 mm percutaneous transluminal angioplasty balloon. In addition, drug coated balloon angioplasty was performed using a 5 mm x 250 mm balloon in the left sfa, and 3 to 3.5 mm x 210 mm balloon in the left popliteal artery as definitive therapy. Post treatment, the final angiogram revealed residual stenosis of 5 to 10% with brisk flow to the distal vessels. On the same day, the subject was discharged from the hospital in stable condition on clopidogrel medication.

Manufacturer narrative:
A1 patient identifier: (B)(6). A2 patient age: 74 years old at time of enrollment.

Manufacturer narrative:
A1 patient identifier: (B)(6). A2 patient age: 74 years old at time of enrollment.

Event description:
Elegance clinical study. It was reported that the subject had re-occlusion of the left superficial femoral artery and left popliteal artery, requiring intervention. The subject was enrolled in the elegance clinical study on (B)(6) 2022. Baseline rutherford classification assessment was performed on the same day and revealed category 4 ischemic rest pain. The index procedure was also performed on the same day. The target lesion was located in the left proximal superficial femoral artery (sfa), left mid-sfa, left distal sfa, left proximal popliteal artery extending up to the left mid-popliteal artery, with 5.0 mm proximal reference vessel diameter and 5.0 mm distal reference vessel diameter with lesion length 470 mm with 100% stenosis, and was classified as transatlantic intersociety consensus (tasc) ii d lesion. Prior to treatment of the target lesion with the study devices, dilation was performed using a non-boston scientific percutaneous transluminal angioplasty balloon, and laser treatment with a non-boston scientific laser device. Then treatment of the target lesion was performed using three ranger paclitaxel-coated pta balloon catheters: sizes 5 mm x 200 mm, 5 mm x 200 mm and 5 mm x 80 mm. Following treatment, the final residual stenosis was noted to be 10%. The subject was discharged on aspirin and clopidogrel. On (B)(6) 2023, the subject presented with worsening symptoms related to peripheral arterial disease. On (B)(6) 2023, occlusion was noted in the left sfa and left popliteal artery. This was treated with atherectomy and balloon dilation using a drug coated balloon and percutaneous transluminal angioplasty balloon. Post treatment, the final residual stenosis was noted to be at 10%. It was further reported that on (B)(6) 2023, the subject presented for a 6 month follow up visit and complained of worsening claudication of the left lower extremity. On the same day, bilateral lower extremity arterial duplex was performed in the left lower extremity. This revealed elevated velocity (319 cm/sec) at the origin of the sfa within the target lesion, suggestive of less than 50% stenosis; occluded distal sfa with distal reconstitution at the popliteal artery; occluded proximal and mid-posterior tibial artery with distal reconstitution from collateralization; and diffuse calcification. On the same day, left ankle brachial index was noted to be 0.58, indicative of moderate arterial disease. The rutherford classification was 3. On (B)(6) 2023, the subject experienced recurrent symptoms of claudication of the left lower extremity and was hospitalized for further treatment and evaluation. On the same day, selective angiography of the left lower extremity showed a patent left common femoral artery and left deep femoral artery, proximally occluded left sfa, occluded left popliteal artery with reconstituted collaterals in the distal p3 segment of the left popliteal artery, occluded left femoral-popliteal artery bypass graft, left posterior tibial artery, left anterior tibial artery, and left tibio-peroneal trunk was patent with diffuse moderate disease. On the same day, the occlusion that was noted in the left sfa and occluded proximal to mid-segments of the left popliteal artery were treated with laser atherectomy, followed by balloon dilation using 4 mm x 250 mm percutaneous transluminal angioplasty balloon. In addition, drug coated balloon angioplasty was performed using a 5 mm x 250 mm balloon in the left sfa, and 3 to 3.5 mm x 210 mm balloon in the left popliteal artery as definitive therapy. Post treatment, the final angiogram revealed residual stenosis of 5 to 10% with brisk flow to the distal vessels. On the same day, the subject was discharged from the hospital in stable condition on clopidogrel medication. It was further reported that on (B)(6) 2023, the subject experienced symptoms related to peripheral artery disease. The event was later considered to be resolved. It was further reported that there were no symptoms noted on 12-mar-2023.

Event description:
Elegance clinical study. It was reported that the subject had re-occlusion of the left superficial femoral artery and left popliteal artery, requiring intervention. The subject was enrolled in the elegance clinical study on (B)(6) 2022. Baseline rutherford classification assessment was performed on the same day and revealed category 4 ischemic rest pain. The index procedure was also performed on the same day. The target lesion was located in the left proximal superficial femoral artery (sfa), left mid-sfa, left distal sfa, left proximal popliteal artery extending up to the left mid-popliteal artery, with 5.0 mm proximal reference vessel diameter and 5.0 mm distal reference vessel diameter with lesion length 470 mm with 100% stenosis, and was classified as transatlantic intersociety consensus (tasc) ii d lesion. Prior to treatment of the target lesion with the study devices, dilation was performed using a non-boston scientific percutaneous transluminal angioplasty balloon, and laser treatment with a non-boston scientific laser device. Then treatment of the target lesion was performed using three ranger paclitaxel-coated pta balloon catheters: sizes 5 mm x 200 mm, 5 mm x 200 mm and 5 mm x 80 mm. Following treatment, the final residual stenosis was noted to be 10%. The subject was discharged on aspirin and clopidogrel. On (B)(6) 2023, the subject presented with worsening symptoms related to peripheral arterial disease. On (B)(6) 2023, occlusion was noted in the left sfa and left popliteal artery. This was treated with atherectomy and balloon dilation using a drug coated balloon and percutaneous transluminal angioplasty balloon. Post treatment, the final residual stenosis was noted to be at 10%.

Manufacturer narrative:
A1 patient identifier: (B)(6). A2 patient age: 74 years old at time of enrollment.

Manufacturer narrative:
A2 patient age: 74 years old at time of enrollment.

Event description:
It was reported via a clinical study that the subject had re-occlusion of the left superficial femoral artery and left popliteal artery, requiring intervention. The subject was enrolled in the elegance clinical study on (B)(6) 2022. Baseline rutherford classification assessment was performed on the same day and revealed category 4 ischemic rest pain. The index procedure was also performed on the same day. The target lesion was located in the left proximal superficial femoral artery (sfa), left mid-sfa, left distal sfa, left proximal popliteal artery extending up to the left mid-popliteal artery, with 5.0 mm proximal reference vessel diameter and 5.0 mm distal reference vessel diameter with lesion length 470 mm with 100% stenosis, and was classified as transatlantic intersociety consensus (tasc) ii d lesion. Prior to treatment of the target lesion with the study devices, dilation was performed using a non-boston scientific percutaneous transluminal angioplasty balloon, and laser treatment with a non-boston scientific laser device. Then treatment of the target lesion was performed using three ranger paclitaxel-coated pta balloon catheters: sizes 5 mm x 200 mm, 5 mm x 200 mm and 5 mm x 80 mm. Following treatment, the final residual stenosis was noted to be 10%. The subject was discharged on aspirin and clopidogrel. On (B)(6) 2023, the subject presented with worsening symptoms related to peripheral arterial disease. On (B)(6) 2023, occlusion was noted in the left sfa and left popliteal artery. This was treated with atherectomy and balloon dilation using a drug coated balloon and percutaneous transluminal angioplasty balloon. Post treatment, the final residual stenosis was noted to be at 10%. It was further reported that on (B)(6) 2023, the subject presented for a 6 month follow up visit and complained of worsening claudication of the left lower extremity. On the same day, bilateral lower extremity arterial duplex was performed in the left lower extremity. This revealed elevated velocity (319 cm/sec) at the origin of the sfa within the target lesion, suggestive of less than 50% stenosis; occluded distal sfa with distal reconstitution at the popliteal artery; occluded proximal and mid-posterior tibial artery with distal reconstitution from collateralization; and diffuse calcification. On the same day, left ankle brachial index was noted to be 0.58, indicative of moderate arterial disease. The rutherford classification was 3. On (B)(6) 2023, the subject experienced recurrent symptoms of claudication of the left lower extremity and was hospitalized for further treatment and evaluation. On the same day, selective angiography of the left lower extremity showed a patent left common femoral artery and left deep femoral artery, proximally occluded left sfa, occluded left popliteal artery with reconstituted collaterals in the distal p3 segment of the left popliteal artery, occluded left femoral-popliteal artery bypass graft, left posterior tibial artery, left anterior tibial artery, and left tibio-peroneal trunk was patent with diffuse moderate disease. On the same day, the occlusion that was noted in the left sfa and occluded proximal to mid-segments of the left popliteal artery were treated with laser atherectomy, followed by balloon dilation using 4 mm x 250 mm percutaneous transluminal angioplasty balloon. In addition, drug coated balloon angioplasty was performed using a 5 mm x 250 mm balloon in the left sfa, and 3 to 3.5 mm x 210 mm balloon in the left popliteal artery as definitive therapy. Post treatment, the final angiogram revealed residual stenosis of 5 to 10% with brisk flow to the distal vessels. On the same day, the subject was discharged from the hospital in stable condition on clopidogrel medication. It was further reported that on (B)(6) 2023, the subject experienced symptoms related to peripheral artery disease. The event was later considered to be resolved. It was further reported that there were no symptoms noted on 12-mar-2023. It was further reported that on (B)(6) 2023, the occlusion that was noted in the left sfa and occluded proximal to mid-segments of the left popliteal artery were also treated with 4mm x 250mm drug coated balloon.